Event description:
It was reported the handpiece, generator, footswitch, and blade were used during a laparoscopic splenectomy. It was reported the blade locked out. The surgeon completed the case by taking smaller "bites" of tissue. Prior to closing the pt, the surgeon noted the surgical bed was "dry" with no blood. Approx 36 hours postop, the pt had severe internal bleeding. The surgeon re-operated with an unknown method and aspirated approx 2 liters of blood from the abdomen. The surgeon reported the bleeding was not coming from the staples. The pt later expired. No postmortem was done.